Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. The smart coil was able to be advanced out of the distal tip of the demonstration microcatheter. Resistance was experienced while advancing the kinked pusher assembly through its introducer sheath and the demonstration microcatheter. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked. If the device is forcefully advanced against resistance, damage such as a kink may occur. The root cause of the initial resistance could not be determined. During the functional test, resistance was encountered as the kinked pusher assembly was being advanced through its introducer sheath and the demonstration microcatheter. However, the smart coil was able to be advance completely through the demonstration microcatheter and out of the distal tip. The non-penumbra microcatheter was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed 26 coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil within its introducer sheath and, therefore, the smart coil was removed. The procedure was completed using the same microcatheter, additional coils, and new smart coils. There was no report of an adverse effect to the patient.